Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument's blade had a small chip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: we didn't see the problem during the surgery, and we didn't notice that parts of the instrument had fallen on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the tip/midpoint of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.